Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to the limited information provided by customer. Device history record (DHR) was performed and no deviations found. Per the package insert of the device, joint instability, pain, temporary or permanent neuropathies are known potential adverse effects associated with the procedure. Without the opportunity to examine the complaint product, a definitive root cause cannot be determined with the information provided. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: palacos bone cement, cat#: 00111314001 lot#: 82374429. Palacos bone cement, cat#: 00111314001 lot#: 83744481. Persona 5 degree stemmed tibial, cat#: 42532007501 lot#: 63390731. Persona all polyethylene patella, cat#: 42540000035 lot#: 63395890. Persona posterior stabilized femoral, cat#: 42500606401 lot#: 63312224. Therapy date - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain, numbness in the knee and halfway to upper thigh and possible instability; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.